Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no data was in the black box or download histories. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
The reporter indicated that the patient experienced high blood glucose (bg) but was unable or unwilling to provide details regarding bg values, symptoms of hyperglycemia, or need for medical intervention. The reporter reviewed the pump and confirmed that the time and date were correct, the basal settings were accurate, and right basal rate program was in use. It was said that the patient was using advanced settings and they were correctly programmed. According to the reporter, review of the history showed that the pump delivered as programmed; the prime history was confirmed as appropriate. The reporter said that the issue was not resolved with troubleshooting and the pump was to be replaced. At this time no further details are available. This complaint is being reported because the patient experienced a hyperglycemic event, the cause of which is unknown.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).